Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. The patient had an appointment on (B)(6) 2014.

Event description:
It was reported that the patient programmer had a problem. She was unable to synchronize with her programmer with or without the antenna and was getting the poor communication screen. This has been happening since last night when the patient was trying to make it stronger. The patient reports not being able to make adjustment both with or without antenna attached. The patient programmer won¿t do telemetry with or without antenna. No patient harm reported. Upon return of device, analysis updated software per eco 09-0167 and resoldered antenna jack as a preventative measure. The complaint was unverified. C100. It was later reported that the patient states that the last time she used the patient programmer before yesterday was 2-3 months ago. Her symptoms have returned gradually over the past month including dribbling in her clothes and having a bowel movement in her clothes. It was reported that later the patient called back to report that she has the new remote and she was still seeing poor communication with and without the antenna. Confirmed that the patient was using the remote in the correct area and she can feel the ins (stimulator) thru the skin. Confirmed it was not loose. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their first implantable neurostimulator (ins) worked for 5 years and then stopped working. The patient stated that they thought that there was something wrong, so they went to their healthcare professional (hcp) and found out it was time to be replaced. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. By it being time to be replaced, the patient clarified that the battery wasn't working. The cause of the telemetry issues, it being time to be replaced and implantable neurostimulator (ins) stopped working was the patient started going to the restroom 4 to 5 times per hour. They went to their healthcare provider (hcp) and was told it was time to replace. When asked about the current status of the second ins that was removed after the infection, the patient said actually its the 3rd one, second removed after I caught infection so once infection cleared another was put in. No further patient complications have been reported as a result of this event.